Event description:
It was reported that when using the bd pyxis medstation system, drawer 3.1 has encountered a failure and cannot be recovered. The customer stated that the malfunction caused a delay in accessing medication to a patient as they used another station to get the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that bad latch plunger. A field service engineer, replaced the latch plunger and preventive maintenance performed to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.